Event description:
It was reported that the patient experienced an overdose with symptoms of increased heart rate and blood pressure and was lethargic. There was no filling error. Per the reporter the pump had baclofen only before the morphine was added at the refill two days ago. The patient was admitted to the emergency room with morphine overdose symptoms. The hcp suspected a urine infection. It was later reported that it was never diagnosed as an overdose. The patient was doing well and receiving effective therapy at a reduced dose.

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted:unk.

Manufacturer narrative:
(B)(4).